Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and gastro-intestinal ulcers are known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, a nurse reported that the patient's stoma site remained red with thick, fouls smelly brown colored exudate that was not there on last nursing visit. On (B)(6) 2021, the nurse reported that the patient was seen by a physician and commenced on an unspecified antibiotic. The patient also had coffee ground exudate at the peg site, which was visible at times. On an unknown date, the patient was diagnosed with an ulcer and a referral was sent for a gastroenterologist review.